Manufacturer narrative:
Per -(B)(4) initial report. Additional information, including operative notes, how it was determined that the periprosthetic fracture had occurred in the primary procedure and not post-op and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision of the stem and biolox delta ceramic head after 3 days due to a reported intra-op periprosthetic fracture from the primary surgery. This fracture was not identfiied until 3 days post-op.

Manufacturer narrative:
Per -5316 final report additional information, including operative notes, how it was determined that the periprosthetic fracture had occurred in the primary procedure and not post-op and an update on the patient post revision was requested in order to progress with the investigation of this event, the reporter stated that the patient was experiencing pain post primary that did not seem in accordance with the procedure and thus an x-ray was taken and the fracture identified. The surgeon noted in the primary surgery that the patient had soft bone. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. As this event was not linked to the device design or performance, no further invetsigation is required and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision of the stem and biolox delta ceramic head after 3 days due to a reported intra-op periprosthetic fracture from the primary surgery. This fracture was not identfiied until 3 days post-op.